Event description:
It was reported that (2) devices locked-out during a laparoscopic assisted vaginal hysterectomy. Another device was used to complete the case. There was no consequence to the patient.